Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage noted on the electronic assembly. No unexpected vibrating anomaly noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there was moisture inside the insulin pump. Customer stated that the insulin pump had recently been thrown into a swimming pool. Customer also stated that the insulin pump was vibrating without an alarm or an alert. Blood glucose level was 75 mg/dl at the time of the call. No further information was provided.